Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported in an article in journal of medical oncology titled 'MRI-guided vacuum-assisted breast biopsy: experience of a single tertiary referral cancer centre and prospects for the future', there were nine occurrences of hematomas noted after magnetic resonance imaging (MRI)-guided vacuum-assisted breast biopsies (vabb). The current status of the patients were unknown.

Event description:
It was reported in an article in journal of medical oncology titled 'MRI-guided vacuum-assisted breast biopsy: experience of a single tertiary referral cancer centre and prospects for the future', there were nine occurrences of hematomas noted after magnetic resonance imaging (MRI)-guided vacuum-assisted breast biopsies (vabb). The current status of the patients were unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Silvia penco, anna rotili, filippo pesapane, chiara trentin, valeria dominelli, angela faggian et al (2020). MRI-guided vacuum-assisted breast biopsy: experience of a single tertiary referral cancer centre and prospects for the future. Medical oncology, 37(5):36. Doi: 10.1007/s12032-020-01358-w. H10: g3. H11: b3, g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: based on the additional information, hematoma doesn't required any intervention, the event not to be considered as serious injury. The file was reassessed for reportability and determined to be no longer reportable as serious injury. Since an initial MDR was submitted, therefore, the file will remain assessed as a serious injury. Silvia penco, anna rotili, filippo pesapane, chiara trentin, valeria dominelli, angela faggian et al (2020). MRI-guided vacuum-assisted breast biopsy: experience of a single tertiary referral cancer centre and prospects for the future. Medical oncology, 37(5):36. Doi: 10.1007/s12032-020-01358-w. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported in an article in journal of medical oncology titled 'MRI-guided vacuum-assisted breast biopsy: experience of a single tertiary referral cancer centre and prospects for the future', there were nine occurrences of hematomas noted after magnetic resonance imaging (MRI)-guided vacuum-assisted breast biopsies (vabb). There was no intervention required. The current status of the patients were unknown.